Event description:
Additional info received in regards to a related complaint part (MDR # 3003853072-2013-00034) indicated the part in this report is reportable. It was reported the rod slipped from the construct approximately one month post-operatively. The pt had not fused yet. The blocker was reported to be completely out of the screw head. The blocker was "re-fixated" to the screw. The pt current status is excellent.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. Mfg records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.